Manufacturer narrative:
Medivators received a report from chemtrec that a user experienced eye exposure while handling rapicide high level disinfectant (hld). The user rinsed their eye for several minutes after the exposure, but still experienced discomfort. Chemtrec conferenced the facility and provided a copy of the medivators rapicide hld safety data sheet (sds). It was not confirmed if the user sought additional medical attention. Medivators ra has made several attempts to follow up with the user, but have not received a response. The medivators sds instructs the user to wear protective gloves/eye/face protection while handling rapicide hld. It is unknown if the user was wearing proper protective equipment (ppe) while handling the product. The current condition of the user is unknown. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
Medivators received a report from chemtrec that a user experienced eye exposure while handling rapicide high level disinfectant (hld).